Event description:
This patient was admitted with pain and poor circulation in his right arm and an admitting diagnosis of abnormal reaction graft. The patient had completed therapy and returned to the unit. Pre-hemodialysis labs had been drawn on the day of the event that indicated hemolysis. The patient was alert, oriented and talking during therapy. The patient was asymptomatic during therapy. Approximately 30 minutes after his return to the hospital unit, the nurse found the patient moaning and non-responsive. The rapid response team was called and cardiopulmonary resuscitation (CPR) was initiated at 1300. A chemistry was drawn during the code which indicated hemolysis. The patient did not respond to resuscitation measures and the code was called at 1337. The listed cause of death was respiratory distress, end stage renal disease (esrd) and blood clot. An autopsy was not and will not be performed. Reportedly, this was a non-compliant patient. The medical director indicated he did not feel the tina dialysis machine, fresenius dialyzer or the nipro blood lines were implicated in the patient's death.